Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 266 mg/dl, 138 mg/dl, 95 mg/dl, 100 mg/dl, 282 mg/dl, 99 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.